Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed in the surface. Wear abrasion observed in the surface of the shell. N further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.